Event description:
It was reported that during sterilization, blood was noted inside and was oozing out from the hub.

Event description:
It was reported that during sterilization, blood was noted inside and was oozing out from the hub.

Manufacturer narrative:
Analysis of the returned tcn-5 lot 26115925 revealed that the electrode was found to have fluid ingress when the hub was soaked in water. Overuse of the electrodes (sterilizing units beyond the number of cycles the units are validated for) can lead to additional wear on the units and the epoxy inside the hub, leading to cracks that allow for fluid ingress.

Event description:
It was reported that during sterilization, blood was noted inside and was oozing out from the hub.